Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. A short circuit was detected between electrodes 1 and 2. Further investigation revealed conductor wire 2 was displaced from the extruded shaft and the wire insulation was abraded, consistent with the short circuit detected and the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the short circuit remains unknown.

Event description:
This report is to advise of an event observed during analysis which revealed a short circuit.